Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported that the pt had severely tortuous arteries, with slight calcification. It was reported that the pt had a conical aortic neck, and when the device was implanted the stent graft slid into the aneurysm sac. The physician placed an aortic cuff. There was a small endoleak between the aortic cuff and the bifurcation, which was resolved with an occlusion balloon. No clinical sequelae were reported, and the pt is reported to be fine.